Event description:
It was reported that an lv 5 infusor leaked at the filling port. This occurred during a patient infusion of an unknown drug(s). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 12k052 was manufactured between october 16, 2012 and october 17, 2012. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be confirmed with the provided information. Should additional relevant information become available, a supplemental report will be submitted.